Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a potential overdischarge. One physician recharge mode (prm) was conducted by the patient at home. The patient still did not have the ability to charge normally. The patient met with the company representative to perform a second prm. It was unknown why the patient had not been charged, but it was suspected to be the patient's second or third overdischarge. It was later reported that the battery was explanted and the patient no longer had a device. The surgeon tried to revise the lead but couldn't get proper placement and had some other complications with surgery. The device was not determined to be at end of life, but it was suspected to be the third overdischarge. Patient compliance was suspected to be the reason for the overdischarge. The patient was considering future implant.